Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked belt clip slot, missing end cap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call that the reservoir retainer ring fell out of the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.